Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. The customer provided a video of the reported issue which confirmed what was reported. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself several times during a patient event. The customer advised that they removed and reinserted the batteries, thereafter proper operation was observed for the remainder of the transport. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Physio-control was provided with further information from the customer. The customer advised that there was no back up device available and there was a 3-5 minute delay in the use of their device. The customer advised that the device use did not have an adverse patient outcome. The clinical course was not altered, and the patient did survive. The customer is unable to release patient demographics or patient history.

Event description:
The customer contacted physio-control to report that their device powered off by itself several times during a patient event. The customer advised that they removed and reinserted the batteries, thereafter proper operation was observed for the remainder of the transport. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
The initial medwatch report indicates: (B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. The customer provided a video of the reported issue which confirmed what was reported. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined. The initial medwatch report should indicate: (B)(4). Physio-control evaluated the customer¿s device and was initially unable to duplicate the reported issue. However, by simulating a partially installed battery the reported issue was duplicated. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The customer provided a video of the reported issue which verified what was reported. The cause of the reported issue could not be conclusively determined. Physio-control downloaded the electronic records from the customer¿s device and was able to confirm that the device inappropriately loss power.

Event description:
The customer contacted physio-control to report that their device powered off by itself several times during a patient event. The customer advised that they removed and reinserted the batteries, thereafter proper operation was observed for the remainder of the transport. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.